Manufacturer narrative:
Based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed. There were no anomalies noted with the formation of the clips. The reported incident could not be recreated.

Event description:
It was reported during a laparoscopic cholecystectomy while firing the third clip out of the er320 across the cystic duct, physician noticed that he clip did not form properly. He retrieved the clip and saved it with the instrument for inspection. The er320 functioned properly during the rest of the case. The er320 was from kit fdc16. There was no consequence to the patient.